Event description:
A trilogy 100 ventilator was returned to the service center remediation. There was no allegation of serious or permanent harm or injury. During the evaluation the device did not meet acceptance criteria of the evaluation process. An error code in relation to (the internal li-ion state of health <= 50% and is not functioning to specification.) Was recorded in the device event log. The root cause is not confirmed at this time. The manufacturer's investigation is ongoing. A follow-up report will be filed if any additional information is received that changes the outcome of the reportable event.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 100 ventilator was returned to the service center remediation. There was no allegation of serious or permanent harm or injury. During the evaluation the device did not meet acceptance criteria of the evaluation process. An error code in relation to (the internal li-ion state of health <= 50% and is not functioning to specification.) Was recorded in the device event log. The root cause is not confirmed at this time. The manufacturer's investigation is ongoing. A follow-up report will be filed if any additional information is received that changes the outcome of the reportable event. New information: during the evaluation the device did not meet acceptance criteria of the evaluation process. An error code in relation to (the internal li-ion state of health <= 50% and is not functioning to specification.) Was recorded in the device event log therefore the internal battery pack needs to be replaced to address the issue. No repairs were performed and the device was scrapped. Box h coding was updated.